Event description:
It was reported that upon removal of the interpulse batteries following a procedure, they were hot and smoke was observed to come from them. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that upon removal of the interpulse batteries following a procedure, they were hot and smoke was observed to come from them. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Only the battery holder with 8 batteries was returned inside a plastic bag. As per manufacturing task instructions, the voltage must be no less than 12.20 v. Holder voltage was: low circuit = 6.35v & high circuit = 12.72v. Therefore, results were within parameters. No overheated evidence was observed in battery holder or batteries. No additional testing can be performed since handpiece and electrical cables were not received. Therefore, a full device investigation cannot be performed since an incomplete unit was returned. As per manufacturing task instructions (B)(4), the correct way to put the batteries inside the battery holder is in an inverted (backwards) position. Based on device risk documents and evaluation of units received from previous similar events, most probable root causes for this condition can be associated, but not limited to: electrical system or component damage or incorrectly assembled during the manufacturing process producing a short circuit in the handpiece or battery pack. Consequently, unit did not work properly and/or an overheated condition is observed. Electrical wires insulation failure producing a short circuit in the handpiece or battery pack. Consequently, unit did not work properly and/or an overheated condition is observed. Saline immersion of unit handpiece and/or battery pack or electrical cables cut by user producing a short circuit / battery overheated condition. The claimed condition was not confirmed. The device was scrapped by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.